Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6)]". The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview 6 pro blade was not connected and would not move. This was noticed prior to device being used second device was used to complete the procedure. The patient was in the or. There was no delay. There was no patient harm.